Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was delivering several inappropriate shocks and therapy was exhausted. Non boston scientific leads were not functioning properly, noise and oversensing led to the inappropriate therapy. The device was turned off and the patient received a life vest. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was delivering several inappropriate shocks and therapy was exhausted. Non boston scientific leads were not functioning properly, noise and oversensing led to the inappropriate therapy. The device was turned off and the patient received a life vest. No additional adverse patient effects were reported. Additional information was received and this ICD has been explanted and replaced. No additional adverse patient effects were reported. The product has not returned for analysis.